Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had a power on reset (por) on the day of implant as well as prior to implant. It was noted that the device was functioning fine since then. The device was interrogated and the por was cleared. The icm remains in use. No patient complications have been reported as a result of this event.